Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 3mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. A 6.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient was fine.